Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. Additional information provided by the customer indicated that the device was confirmed to be in a good condition prior to use and the device was prepared as per direction for use (dfu). As assignable cause of undeterminable was assigned to the as reported issue 'nv ¿ stent failed/unable to open' as the device was not returned, and the review and analysis of all available information failed to indicate an assignable cause.

Event description:
It was reported that during procedure to treat a middle cerebral artery (mca) stenosis, the subject stent was delivered to the lesion and was deployed; however, the tip of the subject stent did not expand. The rest of the subject stent was deployed normally. Another stent was deployed to complete the procedure. There were no clinical consequences to the patient reported.

Manufacturer narrative:
Device implanted.

Event description:
It was reported that during procedure to treat a middle cerebral artery (mca) stenosis, the subject stent was delivered to the lesion and was deployed; however, the tip of the subject stent did not expand. The rest of the subject stent was deployed normally. Another stent was deployed to complete the procedure. There were no clinical consequences to the patient reported.